Event description:
As the years have passed since my inamed style 15, 659 ml smooth surface, moderate profile, silicone gel implant in 2007, I have experienced increasing depression, fatigue, memory loss and brain fog. I also had acth chemotherapy in 2007. FDA safety report ID # (B)(4).